Event description:
Baxter sales representative (bsr) notified baxter corporate product surveillance (cps) that the facility is having problems with mini bag plus and the IV secondary sets fitting onto the mini bag plus. It was reported that the IV piggybacks in the mini-bag plus do not empty completely. The facility reported that 12-17 ml of a 50 ml antibiotic infusion did not empty into the patient. There was no patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Follow up attempts were made but baxter was unable to obtain additional information. Since the sample was not available, the root cause cannot be determined. If additional information or samples become available, a follow-up report will be submitted.